Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was provided.

Event description:
It was reported that (11) sizer sensor is being replaced on the syringe modules.